Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the nurse in rehabilitation did something wrong¿ which caused the patient to develop peritonitis (not further specified). The patient was hospitalized for the peritonitis event. At the time of this report, the outcome of the peritonitis was unknown and the patient remained hospitalized. No further detail was provided regarding treatment for the peritonitis or whether pd therapy was ongoing. No additional information is available.